Event description:
The hospital reported that there have been several cases in which the hemopro 2 heater wire was observed to the disconnecting from the device. The hospital did not report any patient effects. The hospital will reportedly not be returning any product for investigation as the product was discarded. We are following up with the customer for additional details regarding the device failure(s), including the event date(s), lot number(s), and patient information. A supplemental report will be submitted if any additional information is provided.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review could not be performed as the product lot number is unknown. (B)(4).